Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 193 mg/dl- "high" on the continuous glucose monitor. Elevated bg was address by correction injection via manual injection. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries.